Manufacturer narrative:
No complaint received with return of device. Failure (event) observed during analysis. External insulation abrasion was noted at 8.2-8.9cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at this location. Externalized conductors due to internal insulation abrasion were noted at 11.3-13.5cm from the distal tip. The etfe coating was damaged during the surgical procedure at this location. (B)(6). (B)(4).

Event description:
New information received notes that prior to explant, suspected inappropriate shock was delivered due to a lead malfunction.

Manufacturer narrative:
Following fields deleted: deviceoperatorother, b7-other relevant history.

Event description:
This report is to advise of a event observed during analysis.